Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2016-04838. It was reported that thrombus occurred. The target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A rotawire and a 1.75mm rotalink¿ plus were used to advance and treat the target lesion. When the rotawire was delivered, an attempt was made to deliver the burr into the non bsc guiding catheter but significant resistance was encountered. Then ablation was performed in left main trunk as a platform, but significant resistance was encountered. The burr and the wire were removed together from the patient, after angiography showed no abnormality, and a lot of thrombus adhered to distal of the wire, and the wire was also found be stretched in the direction of the long axis. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: device was returned from analysis. The advancer unit and burr unit were received together. The advancer knob was returned tightened in a backward position. The sheath, coil, burr, annulus, and handshake were microscopically and visually examined. The handshake connections were connected when received. The outer diameter (od) of the burr was within specification. Inspection of the device presented no other damage or irregularities. The guide catheter used in the procedure was not returned for product analysis. Functional testing was performed using a mach1 7f (0.081 in). There was no resistance or difficulties with the 7f guide catheter. Since the reported information stated that the rotablator device was used with a 6f device, a mach1 6f (0.070 in) was also used for functional testing. There was no resistance or difficulties with the 6f guide catheter. The guidewire used in the procedure was not returned for product analysis. Functional testing was performed using a .009¿ rotawire. The rotawire was inserted through the burr and advanced through the burr catheter and advancer with no difficulties or issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-04838. It was reported that thrombus occurred. The target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A rotawire and a 1.75mm rotalink¿ plus were used to advance and treat the target lesion. When the rotawire was delivered, an attempt was made to deliver the burr into the non bsc guiding catheter but significant resistance was encountered. Then ablation was performed in left main trunk as a platform, but significant resistance was encountered. The burr and the wire were removed together from the patient, after angiography showed no abnormality, and a lot of thrombus adhered to distal of the wire, and the wire was also found be stretched in the direction of the long axis. No patient complications were reported and the patient's condition was good.